Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00005. Device 2 is being reported under MDR-2247858-2022-00006.

Event description:
Dr. (B)(6) was informed by radiology that patient had an expanding endoleak suspected to be a type 3 coming from graft overlap area between 1st and 2nd graft. Patient outcome - "patient is awaiting possible repair with extension."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00005. Device 2 is being reported under MDR-2247858-2022-00006.

Event description:
Dr. (B)(6) was informed by radiology that patient had an expanding endoleak suspected to be a type 3 coming from graft overlap area between 1st and 2nd graft. Patient outcome - "patient is awaiting possible repair with extension."